Event description:
During the removal of the arterial line, the catheter disconnected from the hub and remained in the patient. Ultrasound was used to identify the remaining parts and was removed by surgeon at the bedside.